Manufacturer narrative:
(B)(6).

Event description:
Information was received indicating that during pre-use test the cuff to a smiths medical portex® endotracheal tube was found to be punctured and that it was stuck. There were no reported adverse effects.